Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure, left ventricular (lv) perforation caused by a guidewire and moderate paravalvular leak (pvl) post sapien xt valve implantation were noted. After a straight wire was passed through the native valve, an extra-stiff wire was placed in the lv with a pigtail catheter. After rapid ventricular pacing (rvp) for bav, no significant change of the vital signs was noted. Following insertion of a novaflex+ delivery system and the alignment of the sapien xt valve, an increase of pericardial effusion was observed. However, since the hemodynamics was unchanged and the delivery system was already advanced to the aortic arch, it was decided to give priority to the xt valve implantation. When the sapien xt valve crossed the native valve, the blood pressure (bp) decreased to approximately 60/20mmhg. The patient did not respond to phenylephrine administration and norepinephrine was given, which caused the systolic blood pressure (sbp) to increase to over 200mmhg. After the sbp decreased to 140mmhg, the xt valve was positioned at 70:30 aortic and was implanted in an 80:20 to 90:10 aortic position. Moderate pvl was observed in the commissural side of ncc and lcc, and also the pericardial effusion increased. Drainage was initiated, and bloody pericardial fluid was evacuated. Imaging showed a contrast leak around the lv posterior wall and the lateral wall, which indicated a perforation by the extra-stiff guidewire. It was thought that the perforation likely occurred when the extra-stiff wire was placed in the lv or during bav. Although moderate pvl remained, post dilation was could not be performed due to hemodynamic instability. The delivery system was withdrawn and the heparin was reversed with protamine. The patient was monitored while performing drainage but the pericardial effusion increased. The procedure was converted to the open heart surgery. The lv injury was observed and was repaired with a pericardial patch with off-pump. The sapien xt valve was firmly anchored and fitted with the annulus; however, due to remaining moderate pvl, a surgical avr was performed with a 21mm st. Jude medical¿s epic under cardiopulmonary bypass. The surgery was finished without incident and the patient was under follow-up observation in the ICU.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricle perforation could not be determined; however as reported it is likely the perforation was caused by the guidewire either during the crossing of the native valve or during bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.